Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption is currently elevated at due to sensing persistent episodes of high-rate atrial rates for the past year. Additionally, while reviewing battery data, a lead safety switch was observed due to high out of range pacing impedance measurements. No changes have been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.